Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked tank cover and cracked enclosure near the drain fitting. The reported issue was confirmed during functional testing when leakage was observed from the cracks near the drain fitting. A root cause was due to a cracked enclosure from usage. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was leaking from the back by the drain. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.